Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse determined that only the right master tool manipulator (mtm) would be calibrated because the issues were reported on system arms 3 and 4. The fse encountered a failed gimbal torque sequence on the right mtm. The fse performed a hard power cycle, restarted laptop and performed gimbal torque sequence once more, but the test failed again. After troubleshooting the system, the fse found the right mtm grippers to be more loose compared to the left mtm. The right mtm did not fully open when released. The fse replaced the right mtm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and it was found that the grip spring was broken inside the housing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site experienced a lag on universal surgical manipulators (usm) 3 and 4. The staff elected not to perform any troubleshooting at the time of the call. The procedure was completed as planned with no reported injury.